Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error alarms noted during testing. The motor was tested outside the pump and passed. Pump error not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an multiple pump errors. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. But customer was not able to pass the displacement test. Customer states they received pump error alarm during rewind process. Customer states the leak occurred at the bottom of the reservoir. Customer states there was fluid in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.